Manufacturer narrative:
Olympus service operation repair center checked the device and confirmed the reported phenomenon. And it was found that there was a leakage at the light guide cover glass. The device was returned to omsc for evaluation. Omsc inspected the device and confirmed the following; the reported phenomenon was reproduced. There was a indentation on the damaged part of the light guide cover glass, and the internal part was bent. There was a scratch near the objective lens of the distal end. The breakage of the light guide cover glass may have been caused by an impact such as dropping, or by an unexpected load when the light guide connector was inserted or removed from the light source. In addition, the cause of the adhesive peeling of the objective lens may be external interference or chemical attack by chemicals. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the light guide cover glass of the light guide connector was damaged and the adhesive of the objective lens was peeled off. There was no report of patient injury associated with the event.